Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported against the right side "I request the steps to follow and the requirements to be able to make the replacement of the implants due to rupture." Device remains implanted.